Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Adjustment knob broke off jig.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. The investigation could not draw any conclusions about the root cause as not all components were returned for evaluation. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.